Event description:
Pt was admitted for a planned abdominal aortic aneurysm repair. On (B)(4) 2014, this procedure was performed via percutaneous endovascular approach. Daring the procedure, six perclose proglide suture closure systems were opened in order to find two that fired successfully. Post-operatively, while in the post anesthesia care unit, the pt was noted to have an ischemic left leg. She returned to the operating room for exploration of the femoral artery, common femoral endarterectomy patch angioplasty. During the procedure, the surgeon found a small piece of black plastic which had apparently broken off one of the perclose devices. This was felt to be an incidental finding and not the cause of the ischemia. Postoperatively, the pt did well and re-perfusion to the left leg was successfully achieved. She was discharged home on post-op day 2. The surgeon did not sense any problem or anything unusual during the procedure. He stated that he was trying to get the device to deploy and it didn't catch.